Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available; omnipod software app version: not available; operating system: not available; hardware: not available; cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a dermatologist with a rash that developed at the pod¿s application site (abdomen). It was reported that the patient experienced rashes and irritation at the pod site. The patient was prescribed tacrolimus ointment as treatment.